Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (motor issue) issue. The reporter alleged that the pump was not able to complete the rewind step. It was noted that the motor would stop before the rewind step was finished. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 09/24/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/01/2015 with the following findings: a review of the pump history and black box data revealed no evidence of a motor issue. The pump was exercised for 24 hours, during which no motor issues or alarms were observed: the reported issue was not duplicated. The pump successfully performed the prime sequence functions. The pump case was removed, and no evidence of internal damage or defect was found. During the analysis, the pump operated according to the specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.